Event description:
It was reported to boston scientific corporation that a 14 fr malecot catheter was implanted in a female patient. At the time of implant there were no complications reported. On (B) (6) 2010, the patient presented with infection and it was noted that there was fracture of the malecot at the renal parenchyma. The proximal part of the catheter could be removed, but the distal part of the catheter remained inside the patient. The patient was diagnosed with sepsis and anuria due to urine in the abdominal cavity. The patient underwent surgery to remove the catheter fragment. The surgery was successful. The patient was treated with vancomycin in the intensive care unit. The problem has resolved.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. (B) (6). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.